Event description:
It was reported that during endovascular coiling procedure as the 4th detachable coil was attempted but during deployment, the microcatheter¿s tip (subject device) herniated out of the aneurysm neck. Multiple unsuccessful attempts were made unsuccessfully to pass the previous placed stent and advance the subject microcatheter into the ventral portion of the aneurysm dome which resulted in an extended duration of procedure and radiation exposure. The coil was retrieved without detachment. The subject device was exchanged for another microcatheter to complete the procedure without any clinical consequences to the patient.

Manufacturer narrative:
D4 gtin- added due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that during implantation of the 4th coil, the subject microcatheter tip herniated out of the aneurysm, which led to an exchange of the microcatheter. Subsequently, there were multiple unsuccessful attempts to implant the 4th coil, resulting in a longer procedure duration, increased radiation exposure, and ultimately alopecia due to radiation exposure. While there are a number of potential causes for the reported issues, because the product was not returned, review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned. This is 1 of 2 MDR reports.

Manufacturer narrative:
This is 1 of 2 reports.

Event description:
It was reported that during endovascular coiling procedure as the 4th detachable coil was attempted but during deployment, the microcatheter¿s tip (subject device) herniated out of the aneurysm neck. Multiple unsuccessful attempts were made unsuccessfully to pass the previous placed stent and advance the subject microcatheter into the ventral portion of the aneurysm dome which resulted in an extended duration of procedure and radiation exposure. The coil was retrieved without detachment. The subject device was exchanged for another microcatheter to complete the procedure without any clinical consequences to the patient.